Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. Customer stated that insulin pump performed safety checks and an error was found. Customer stated that they were unsure if pump error was displayed before the open book image was displayed on the screen. Customer stated that insulin pump had hair long crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.